Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# v009281, product type: lead.

Event description:
The patient reported that the implantable neurostimulator was off and was not working for a long time. It was indicated that there was no symptom control, and the healthcare professional thought that the leads had moved. It was noted that the patient had stomach issues that were unrelated to the device. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.